Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that: the surgeon found the lens broken upon opening the preloaded toric intraocular lens package and immediately replaced it with another lens of the same diopter. The lens had not contacted the patient's eye, and no further information was provided.